Event description:
Technician alleged the bed had a high ground resistance. No pt impact.

Manufacturer narrative:
The technician found the cause to be a lose ground screw. The technician tightened the ground screw to resolve the issue.